Event description:
The patient presented to the emergency department following a syncopal episode. During this time, a remote transmission was received indicating noise oversensing and crosstalk oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition. Programming changes were made to address the issue. The patient remained stable.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.